Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming a critical pump error and shows open book image. Customer stated that they were on the water park, possible moisture ingress. Customer blood glucose at the time of the incident unknown. Customer was advice to revert to back up plan per health care professional. Device will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.